Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of capture. There were no patient consequences.